Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified that the baseplate is damaged in several areas. The post of the baseplate is gouged and has also been rounded off. The top side of the baseplate is smeared and has positive material around the od. The od of the baseplate appears to have been cut during explant of the device. There are scratches and gouges on the od as well and some of the coating is missing. There is debris attached to the coating on the bottom side of the baseplate also. There is nothing stuck in the baseplate and there are no fractures. . No measurements were taken of the baseplate due to the damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the left shoulder demonstrates a reverse total shoulder arthroplasty. On the second image, there appears to be disassociation of the glenosphere from the glenoid base. No dislocation. No definite fracture. A definitive root cause cannot be determined. The reported event is confirmed for disassociation as x-rays were provided. No fracture was detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 40mm glenosphere cen +3lat ofs cat# 00436304000, lot# 66390309. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 months post implantation after complaining of discomfort. Prior to the revision, an x ray revealed what appeared to be a fractured taper that had disengaged from the glenosphere. A new glenosphere, bearing, and baseplate were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.